Manufacturer narrative:
A.5 is unknown. The impella device was discarded by the customer and therefore, ¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had an impella cp pump placed for a cardiogenic shock patient with ventricular fibrillation arrest. The patient developed a large hematoma with access site bleeding after exchange of the peel away sheath with reposition sheath. The blue hub of the reposition sheath was advanced into the skin and the patient began to move their body/legs aggressively. This happened several times and caused bleeding to worsen. Angle of entry was matched and the pump was secured with a forward suture. Femostop was placed which initially helped but the patient was taken to the intensive care unit due to worsening bleeding. Three units of red blood cells were given. Direct pressure was held until bleeding stopped. The patient had also had poor flow to the right lower extremity with loss of pulses. Distal perfusion catheter was placed. A day later, vascular is bedside assessing the groin site. Care team attempted to get the bandage distal to the access site removed as it may be flow limiting the external bypass circuit. Bypass was aspirated and flushed with the contralateral side pulling much easier than the right. The patient survived the event.

Manufacturer narrative:
H.6 code 1884 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-16065 and was added.